Manufacturer narrative:
Reported event: the reported device, 3.2mm x 140mm bone pin, was noticed to have fractured when removing the bone pin. The case completed successfully. The bone pin was discarded by the hospital. Device evaluation and results: not performed as the device was not returned for evaluation. Complaint history review: a review of complaints in stryker's database related to p/n 143140, lot number w44862 shows 1 additional complaint investigations related to the failure in this investigation. This investigation is pr 1511793. Conclusions: the failure was confirmed without the evaluation of the returned device. A review of stryker¿s nc/CAPA database indicated there have been two capas associated with the product and failure mode reported in this event. One CAPA has been completed (catsweb system is CAPA (B)(4)) while the second is still open (trackwise (B)(4)). Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
A 3.2 x 110 broke in the tibia of a total knee patient.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A 3.2 x 110 broke in the tibia of a total knee patient.